Event description:
It was reported that the control module shakes when the pump is in use. No patient or procedure involvement was reported. One device will be returned for service.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vacuum pump. After servicing and upgrades the unit passed all qa functional testing. The device history record has been reviewed and has passed all qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.